Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The reported patient effects of angina and restenosis, as listed in the absorb gt1 instructions for use are known adverse events associated with the use of a coronary scaffold in native coronary arteries. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that the procedure on (B)(6) 2017 was to treat a 67% stenosed, non-tortuous, and non-calcified lesion in the mid left anterior descending artery. The patient presented with heart failure and unstable angina. Optical coherence tomography (oct) was used throughout the procedure. The vessel was determined to be greater than 2.5 mm. Pre-dilatation was performed with a nc trek balloon catheter at nominal pressure. The residual stenosis was reduced to less than 40%. A 2.5x23mm absorb gt1 scaffold was implanted. Post-dilatation was performed with a nc trek balloon dilatation catheter. The final angiographic residual stenosis was less than 10%. Oct confirmed that the scaffold was fully apposed to the vessel wall. The patient was compliant in following the dual antiplatelet therapy (dapt) of clopidogrel after the procedure. The patient was readmitted to the hospital on (B)(6) 2017 with chest pain and elevated levels of troponin. An oct was performed and confirmed restenosis in the previously implanted scaffold. The restenosis was treated with laser atherectomy and a 2.5x28mm xience alpine stent was implanted. No additional information was provided.